Event description:
The device was returned for service. During service testing, the baxter technician reported an infusion pump with depleted batteries. Per the service shop, the hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is known.

Manufacturer narrative:
Evaluation summary: the reported condition of depleted batteries was confirmed by the baxter repair technician. Inspection of the device revealed potentially depleted batteries, which were replaced. The device was tested by the repair technician and returned to service. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.